Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single site fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to be fully functional. The instrument did not have any damaged cables. The instrument had a broken input shaft causing the instrument to fail the engagement. Additional observation: the instrument yaw inputs failed to engage with the in-house system's sterile adapter during all attempts. The probable root cause of broken input shaft is attributed to damage during reprocessing. Leftover residual chemicals on the input shaft can result in cracking at high temperatures of the autoclave. Insufficient flushing/rinsing steps at the end of the cleaning process can also result in a damaged instrument input shaft. Once the instrument is recognized on the da vinci system, engagement gets checked. The engagement sequence runs for each installation of the instrument to ensure proper mating and transmission of force between usm carriage outputs, instrument sterile adapter, and instrument input disks. Successful engagement is detected by driving the instrument sterile adapter through a predefined trajectory. The probable root cause of engagement failures is attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. Correction to section d: - primary product batch/lot number was updated to k10250612 0051. - primary product UDI number was updated to (B)(4).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a damaged wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the customer reported that the full lot number of the instrument was unknown. The customer clarified that the issue with the instrument was that it had a damaged wire. The customer confirmed that the instrument was inspected prior to use and found the wire damage prior to use. There was no patient injury as a result of the instrument issue.